Event description:
It was reported that the patient presented in clinic for device exchange procedure. During procedure, it was found that the set screw of the new implantable cardioverter defibrillator (ICD) would not allow the hex wrench to fit in. The ICD was not implanted and an alternate near at hand was implanted instead on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. The device above elective replacement indicator (eri) was returned in one piece for analysis. Analysis revealed the left ventricular set screw was backed out of its connector block as a result of unscrewing the setscrew too far. The setscrew was also partially stripped and contained septum material inside the hex cavity. The backed-out setscrew, consistent with having occurred during the procedure, prevented full insertion of the torque driver was the cause of the reported event. No other anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.